Event description:
It was reported that "inserter was being impacted when the inner brace arm fell off."

Manufacturer narrative:
Investigation has been initiated. Any add'l info will be filed as supplement report.